Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected, damage (physical or cosmetic), keypad/button unresponsive/button error, backlight anomaly, and rewind anomaly. The customer reported no adverse event. The event involved product(s) mmt-1884l. The troubleshooting was not performed and the customer reported a short battery life or a low battery alarm. The customer reported the pump was dropped/bumped and/or the pump has possible physical or cosmetic damage. The customer reported a keypad anomaly and/or stuck button alarm. The customer reported a backlight anomaly. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No harm requiring medical intervention was reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit received with fully functional keypad. Keypad traces were inspected and no physical or moisture damage on the keypad traces was noted. Keypad flex connector is plugged in properly. Pump passed the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, self test, and active current measurement. No rewind anomaly noted during testing. However, unit received with high sleep current. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1 board. Swapped pcba 1 board with a test board and sleep current measurement passed. Pump successfully downloaded traces and history file using thump. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on 11/02/2024 12:59:00. No unexpected low battery alerts listed in the pump trace download. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Backlight settings brightness was adjusted from 1-5 and no backlight anomalies were noted. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, minor scratched lcd window, cracked keypad overlay, cracked case, cracked battery tube threads, and cracked case on the battery tube side. Alleged keypad/button unresponsive not confirmed. Back light and rewind anomalies not confirmed during testing. No low battery alert noted during testing and no unexpected low battery alerts listed in the pump trace download. Charge/battery lasts less than expected was not confirmed. However, pump received with a high sleep current measurement due to moisture damage on pcba 1. Cosmetic damage was confirmed where minor scratched lcd window was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.